Manufacturer narrative:
D3: updated. H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rechargeable battery was missing, and that the cassette lock gave an alarm when the cassette was partially unlatched while the cassette was locked. There was unknown patient involvement, no patient injury was reported.